Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited low pacing impedance. During the procedure, the atrial lead was found to have an insulation breach. The atrial lead was capped and replaced (B)(6) 2022. The patient was in stable was in stable condition throughout the procedure.